Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having nasal/throat irritation or soreness. The patient also alleged that there was loud winning noise when the device was turned on. There was no allegation of serious or permanent harm or injury. The relationship between the device and the nasal/throat irritation or soreness is currently unclear. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.